Event description:
Unknown event date: informed on (B)(6) 2024 due to further surgical intervention following an accident, that a patient had an infection after surgery in 2022. Patient originally had a revision knee done (B)(6) 2022) and a medacta sensitin hinge wasimplanted with a link femoral proximal cone and a link tibia half cone. Patient was infected and reported to have an I&d on (B)(6) 2022. Patient had an accident some time in 2024 and the implants were removed on (B)(6) 2024.